Manufacturer narrative:
Device passed the basic occlusion, prime, displacement, operating currents, selftest and off no power test. However, it was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to confirm the motor position encoder error alarm due to erased history file. No weak battery alarm noted. Device had scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked belt clip slot and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error the week before and also had multiple week battery alarms the week prior to that. Blood glucose value was 400 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.